Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no impact to customer¿s blood glucose. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue.